Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The unit was received with cracked case at display window corners and battery tube threads, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated the device may have been exposed to moisture. Advised customer to discontinue use of device and revert to back up plan. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 143 mg/dl at time of reporting. Nothing further reported.